Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gynecologic surgery, the needle detached during continuous suturing technique. Another suture was used to complete the case. There was no patient injury.